Event description:
The service report shows customer reported that the 7200 ventilator's alarm malfunctioned. The mallinckrodt customer support engineer (cse) verified the alarm. The cse inspected the device and replaced the power switch. The unit passed extended self testing. It was reported that there was no pt involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.